Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to disconnect tubing and make adjustments to resolve the issue, but the occlusion alarm persisted. Upon further instructions, a blockage was confirmed in the cartridge, and the customer changed supplies as necessary and resumed insulin therapy.